Manufacturer narrative:
Additional procode: kwp, kwq. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that this was a posterior transcutaneous fusion at l5 treating l4 compression fracture on (B)(6) 2021. The tab broke off of one (1) viper prime screw while being removed from the packaging. A second viper prime screw was unable to be connected to the screwdriver. It was found that the treads on the tab had been deformed. The procedure was completed with less than 30-minute surgical delay. The patient outcome was stable. No further information is available. Concomitant device reported: unknown screwdriver (part # unknown, lot # unknown, quantity unknown). This report is for one (1) viper prime cfx xtab 6x40mm ti. This is report 2 of 2 for (B)(4).